Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event cannot be concluded. (B)(4).

Event description:
During normal ICD exchange, damage was observed on the on the rv lead. All values were in range. The lead remained active in-situ and the patient did not experience any adverse events.